Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. Concomitant products: item number:010000857, item name: g7 neutral e1 liner, lot #: 6180819. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 -2018 -04501. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported liner did not seat into the cup correctly, when attempting to remove the liner both the cup and liner fell out of patient. Attempts have been made and no additional information is available.

Manufacturer narrative:
UDI: (B)(4). Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.